Manufacturer narrative:
Analysis was normal. No anomalies were found. Additional: d10, h3 and h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited high battery impedance and premature battery depletion. The pacemaker was explanted and replaced. The patient was in stable condition before, during, and after the procedure.